Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, it is likely that the facility staff was less trained on device handling and/or reprocessing in accordance with instructions for use (IFU). A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Date of event: (B)(6) 2021. The olympus endoscopy support specialist (ess) observed the user facility was using a pistol to flush the channel with detergent, water and air, not using the correct brush when brushing the scope and incorrectly depressurizing the scope from the leak tester. The ess reviewed cleaning, disinfection, and sterilization for the devices. The customer was instructed to follow all olympus reprocessing procedures. The user facility was provided with information on the correct brushes and pricing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The user facility requested reprocessing in-service for uretero-reno fiberscopes and flexible cysto-nephro fiberscopes. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the scopes were being reprocessed incorrectly. No patient involvement was reported. This is report two of two. Patient identifier (B)(6) corresponds to the cysto-nephro fiberscopes.

Event description:
The endoscopy support specialist (ess) provided additional information regarding the onsite visit. The customer was using a third party brush, which was not the correct size for the channel of the brush. The customer also disconnected the leak tester from the scope prior to turning the leak tester off. Serial numbers of the scopes observed during the visit were not captured.